Manufacturer narrative:
(Dianeal pd4, 2.5% ultrabag). One day following peritonitis onset, the patient was hospitalized for the event. Six days after being admitted, the peritonitis was resolved and the patient was recovered from the event. Nine days after being admitted, the patient was discharged from the hospital. At the time of this report, the patient¿s peritoneal dialysis effluent was clear, the patient was still taking remedial therapy and dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with 40mg tobramycin, 1 gm reflin, 1 gm fortum, and 25000 iu-.5ml heparin (frequencies and routes were not reported). The patient outcome was unknown. No additional information is available.